Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case. Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that analysis of this product was completed.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. This device was explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) sooner than expected. Analysis of device memory confirmed a battery depletion anomaly and device replacement was recommended. Boston scientific technical services (ts) discussed the replacement interval. The patient was noted to be immunosuppressed and also showed improved heart function, so the physician will continue monitoring at this time. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that the device reached end of life (eol) 25 days later. Boston scientific technical services (ts) again discussed the replacement interval based on the previous analysis of device memory. Monitoring will be continued at this time.